Event description:
Customer reported, a temperature sensor failure error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found several broken cables and wires, including the temperature sensor wire. Ge rep replaced these cables and wires. System operates as intended.